Event description:
Customer reported that she went to her doctor because she has been experiencing low blood glucose between 30 to 70 mg/dl for two weeks. Customer stated that her insulin pump was over delivering. Customer stated that her doctor verified her setting and found incorrect basal rates settings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.